Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer calibrated the central control monitor (ccm), but the touchscreen was not working properly. The device was changed out, as they did not use the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.